Event description:
It was reported that the patient presented for follow up in the clinic. Upon device interrogation, it was noted that the implantable cardioverter defibrillator (ICD) and the right atrial (ra) lead exhibited noise over-sensing resulting in inappropriate mode switch (ams). Programming changes were made. There were no patient consequences.